Manufacturer narrative:
(B)(4). Concomitant medical products: the 650-1057 delta ceramic option head dia3 6, lot 667690. The 00875705602 shell, lot 63236736. The 00625006525 bone screw, lot 63213996. The 00223200205 integral long gtr w/ 4 cables, lot 56594802. The 11-300920 arcos 20 x 190 mm spl tpr dist m, lot 051500. The 650-1066 option taper sleeve ti 0 mm typ e 1, lot 561480. The 11-301310 arcos con sz a hi 50 mm m sz a, lot 293120. The 00625006525 bone screw, lot 63124645. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address hip dislocation. Attempts have been made and no further information is available at this time.